Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the ECG lead function was abnormal.there was no patient involvement.

Manufacturer narrative:
It was reported to philips that the ECG lead function was abnormal. There was reportedly no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty ECG lead cable. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG lead cable. The part was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.